Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained fentanyl with an unknown concentration and dose. On (B)(6) 2008, it was reported the patient had a displaced/flipped pump. The malposition pump was removed and disconnected from the intrathecal catheter. Csf was noticed coming out of the intrathecal catheter, thus verifying good location of the catheter. The same pump was securely repositioned within the abdominal wall and reconnected with the catheter. The pump was refilled with 20ml of fentanyl citrate at a concentration of 200 mcg/ml. The patient tolerated the procedure very well and was extubated and transferred to post-anesthesia care unit in good condition. No patient symptoms were reported. The patient was going to have a follow-up appointment with their hcp. The patient had a stable condition when discharged. The patient had a medical history of chronic intractable pain, lumbosacral intervertebral disk disorder, post lumbar laminectomy syndrome, chronic radiculitis, a history of lumbar vertebral body fracture, carotid vertebral disease, irritable bowel syndrome, hypertension, anemia, multiple ischemic attacks, aphasia, lumbar spine disease, osteoporosis, glaucoma, right shoulder implant (prosthesis), appendectomy, arthritis, back surgery, aortic dilation, sciatica, vertebroplasty, morphine allergy, and lactose allergy. Medications the patient had taken include neomycin/polymyxin and bacitracin. The patient was discharged with the following medications: coumadin, alendronate, citracal, neurontin, vicodin, xalatan, lisinopril, hydrochlorothiazide, ocuvite, evista, and timolol. Follow-up is not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.